Manufacturer narrative:
The device reported remains implanted and therefore, not returned to lenstec. However, there is no evidence to suggest that any aspect of this device was responsible for the reported event. As additional investigation is completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "the patient had sudden congestion and visual fog symptoms in the right eye".

Manufacturer narrative:
Based on the initial report (documentation analysis, endotoxin check results and complaint history) and the assessment by lenstec's medical monitor, lenstec concludes that there was no evidence to suggest that any aspect of this device was responsible for the reported incident. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the patient had sudden congestion and visual fog symptoms in the right eye".